Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Oversensing due to non-physiologic signals/sensing integrity counter was also noted.

Event description:
It was reported that that an episode of noise was noted on a remote monitoring transmission from the right ventricular pace/sense lead. It was thought that this could be lead on lead noise since the patient has an abandoned pace/sense portion of the high voltage lead. No noise was able to be provoked during an office visit. Review of remote monitoring transmission data indicated that a lead integrity alert had been triggered nearly a year earlier. The lead remains in use. No patient complications have been reported as a result of this event.